Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had inappropriately stored atrial fibrillation (af) episodes due to oversensing of noise and baseline loss of signal. The noise was reproduced with patient arm movements in the secondary vector. The system was reprogrammed to the primary vector with stable sensing results. Later, x-rays were taken which confirmed proper insertion. An electrode fracture was suspected. Therefore, this s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured then visual and x-ray examinations determined the fracture was located approximately 340mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had inappropriately stored atrial fibrillation (af) episodes due to oversensing of noise and baseline loss of signal. The noise was reproduced with patient arm movements in the secondary vector. The system was reprogrammed to the primary vector with stable sensing results. Later, x-rays were taken which confirmed proper insertion. An electrode fracture was suspected. Therefore, this s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had inappropriately stored atrial fibrillation (af) episodes due to oversensing of noise and baseline loss of signal. The noise was reproduced with patient arm movements in the secondary vector. The system was reprogrammed to the primary vector with stable sensing results. Later, x-rays were taken which confirmed proper insertion. An electrode fracture was suspected. Therefore, this s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.